Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis: visual and microscopic review confirmed implant fracture. It is noted in the fully closed position, the implant nose is protected behind the -01 base component. One of the ¿ears¿ of the -03 component has been broken off. The ear on the other side has been fractured but still attached. The broken ear was not returned for analysis. Fracture surface analysis consistent with brittle overload. The peek extra lordotic top has been broken/separated form the lower half. The pivot arm that attaches to the pin has been broken. The above observations are consistent with implant being partially angled upon implantation, which may have exposed the -03 component to overload and break. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l3-l5 due to degenerative scoliosis. Intra-op, when the cage was inserted at l4/5 in accordance with surgical technique, it was broken in the form of the peek part separating from the titanium part while being inserted with the nylon hammer. In addition, the peek part of the cage tip was also slightly chipped. The cage was completely explanted from the patient's body. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.